Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the lighting system; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris technician arrived onsite to inspect the harmonyair m series surgical lighting system and found that user facility personnel discarded the plastic light handle cover that fell from their lighting system. The technician replaced the plastic light handle cover, tested the lighting system, confirmed it to be operating according to specification and returned it to service. As the cover was discarded, an exact cause of the reported event could not be determined. The description of the event is indicative of user facility personnel bumping the lighting system into other pieces of equipment. The harmonyair surgical lighting system m series operator manual states (sec.1-4), "do not bump light heads into walls or other equipment." A steris account manager will offer in-service training to user facility personnel on the proper use of their harmonyair m series surgical lighting system. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR no additional issues have been reported.

Event description:
The user facility reported during a patient procedure the plastic light handle cover fell from their harmonyair m series surgical lighting system and contacted the doctor. There was no report of injury. The procedure continued without delay and was completed successfully.